Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product serial numbers. The overall baseline gender characteristics is male, and the age of the patients was 75 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿long term performance and safety of his bundle pacing: a multicenter experience.¿ journal of cardiovascular electrophysiology. 2019; 30(9):1594-1601. Doi: 10.1111/jce.14063. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding removal of this lead model. The article reported that there were patients who experienced infection, lead fractures, lead dislodgements, and sensing ¿issues.¿ there was also ¿interruption of his bundle pacing¿ due to increasing or decreasing of his bundle capture thresholds. There were lead revisions/replacements or reprogramming of the leads noted; for the majority of the leads. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product serial numbers. The status/location of the lead is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.